Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead procedure, an insulation abrasion was observed on the left ventricular lead. The physician repaired the lead. The physician was stable during and post procedure.